Event description:
It was reported that the bd maxguard¿ extension set's syringe tubing was leaking at the top of the tubing where plastic connects to rubber tubing. The following was received by the initial reporter: verbatim: syringe tubing leaking at the top of the tubing where plastic connects to rubber tubing.

Manufacturer narrative:
Investigation summary: no product or photo was returned by the customer. The customer complaint of leakage could not be verified due to the product not being returned for failure investigation. A device history record review for model me2020 lot number 22129189 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd maxguard¿ extension set's syringe tubing was leaking at the top of the tubing where plastic connects to rubber tubing. The following was recieved by the initial reporter: verbatim: syringe tubing leaking at the top of the tubing where plastic connects to rubber tubing.